Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no kinks along the hypotube shaft. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no damages on the shaft polymer extrusion profile. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left circumflex artery. A 2.75x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was mildly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Describe event or problem updated. Bsc ID # (B)(4).

Event description:
It was further reported that the device only failed to cross the target lesion and the stent was not damaged.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The severely stenosed target lesion was located in the left circumflex artery. A 2.75x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion. The device was removed and it was noted that the stent strut was mildly lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.